Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 22 mmol/l (396 mg/dl) and that the cannula was bent. The patient was able to smell and feel insulin and also there was a bruised noted at the site. Hyperglycemia treated by patient activating new pod. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
The returned device was evaluated and no kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula. No other defects or deficiencies were identified during the investigation. Although no defects were found, the cause of the reported bruising could not effectively be determined. Correction: (device available for eval: yes, date returned to mfg: 3/6/2019). The device had been received at the time of initial report. Correction: (device returned to manufacturer? Yes). The device had been returned to the manufacturer at the time of initial report.